Manufacturer narrative:
The getinge field service engineer (fse) reported that the customer resolved issue in house. Unit fully functional, as reported by customer. Service completed. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord got stuck outside. There was no patient involvement.